Manufacturer narrative:
A definitive root cause of this event could not be determined as the impella cp was discarded by the hospital staff following removal from the patient; consequently, no device analysis could be performed. The console logs were also not returned for analysis, although console data log analysis would not be applicable to this failure mode. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) female patient presented to the emergency room with extreme shortness of breath. The patient was in postpartum cardiomyopathy. The patient's infant was (B)(6). In addition, the patient had a history of lupus. The patient decompensated when laying down and exhibited a post-intubation pulmonary embolism. Cooling protocol with an ECMO was initiated, but the patient's stats dropped to the 40's. An impella cp was added to the ECMO to vent the left ventricle. The cp placement was performed without incidence. On (B)(6) 2017 patient bleeding occurred emanating from the hub of the impella cp. It was then determined that there was a compromised hemostasis valve in the hub of the pump which resulted in the patient bleeding. A surgical team member successfully sealed the valve with surgiseal and patient support successfully continued. Patient bleeding from the hub of the impella ceased. On (B)(6) 2017 bleeding was observed around the insertion site of the repositioning sheath, and was unrelated to the earlier bleeding issue. One unit of replacement blood was administered to the patient, hemostasis was regained, and the patient was in stable condition. On (B)(6) 2017 after 8.4 days of impella cp support the pump was removed from the patient. In addition, the ECMO was also removed.